Event description:
It was reported to philips that while moving the system in the cranial caudal direction, when the joystick was released, the c-arm did not stop and came into contact with the patient¿s face without the bodyguard responding. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.